Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 400 mg/dl. Troubleshooting for high blood glucose was performed. Customer advised they changed out their set 2 times and had to treat themselves via manual injection to bring their blood glucose down. Customer's alarm history showed low reservoir and low battery alarms. Customer declined to perform the high pressure test and advised they felt thirsty as a result of their high blood glucose levels. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions.